Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported the pump did not deliver the full amount of the insulin bolus as programmed. The patient alleged that his blood glucose levels did not respond to correction boluses given by the pump, but would drop after a bolus given by injection. On (B)(6) 2011, the patient's blood glucose level was 352 mg/dl, which did not lower after two pump boluses were given. The patient took insulin via a syringe injection, and his subsequent blood glucose level was in the "100's mg/dl." The patient did not experience any symptoms of high or low blood glucose levels, and he denied seeking medical attention. Troubleshooting revealed all pump settings, date/time and basal setting were correct, and the total bolus doses given correctly matched those programmed. There was no evidence the pump was not functioning appropriately.

Manufacturer narrative:
(B)(4): a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No activity outside of normal use was observed in the black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.